Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that in the AED mode this device won't shock at heart rate of 200 beats per minute & there was a no shock advise message from the device. There was no reported patient involvement/adverse patient impact.